Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was leaking on the base of the enfit connection port and the nasogastric tube became slightly blocked. An attempt was made to flush and fluid leaked around the base of the connector. There was no harm to the patient.